Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. Eval conclusion: a f/u report will be submitted if more info becomes available.

Event description:
The customer reported that the device was partially withdrawn to take a picture, then the physician tried to remove the catheter from the vessel and the catheter became stuck on the guide wire during removal. Both the catheter and the guide wire were removed from the pt simultaneously. Upon removal, the customer reported the wire had a loop in it proximal to the rapid exchange lumen of the catheter. The customer used a second wire and aspiration device to complete the procedure. No harm or injury was reported.